Manufacturer narrative:
The condition of intermittent air alarm was confirmed through baxter evaluation and was found to be due to a defective air sensor assembly. The air sensor assembly was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
A baxter service technician reported finding a flo-gard infusion pump with an intermittent air alarm on pump one during the battery operation test, section 9.15. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.